Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was exposed to moisture. The customer reported that the buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.